Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.

Event description:
Same case as 6000093-2006-02666 and 6000093-2006-02667. It was reported that approximately ten months after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. Prior to the initial procedure, the patient presented with stable angina. Angiography revealed the saphenous vein graft (svg) to the obtuse marginal (om) was patent but there were two sequential 70% lesions in the body of the graft. The touch down site was open and the run-off thereafter was good. A 6 french jr4 guide catheter was advanced and a filterwire ex 190cm guide wire was advanced for distal protection. A taxus express2 3.50x28mm drug eluting stent (des) was positioned in the svg and deployed at 18 atms. The stent did not cover the most distal edge of the stenosis so a 2nd taxus express2 3.50x28mm des was placed overlapping the first and deployed at 18 atms. The entire lesion was post-dilated with the delivery balloon at 20 atms. The patient experienced some chest pain and intracoronary nitroglycerin was administered, along with heparin and integrilin. Angiography revealed distal edge dissection and a third taxus express2 3.50x28mm des was deployed to cover the dissection. The entire stented area was then post-dilated with a maverick2 4.0x20mm balloon at 10 atms. The patient was to use plavix and aspirin for follow-up therapy. Eight months later the patient experienced a gi bleed and discontinued plavix and aspirin therapy but continued coumadin therapy. Two months later the patient presented with chest pain and was given nitroglycerin and morphine. EKG revealed t wave inversions in the lateral leads and normal sinus rhythm. Cardiac enzymes consisted of maximum ck of 523 and troponin at 10.3. The patient was placed on heparin and would undergo cardiac catheterization the following morning. Angiography revealed thrombosis in the svg to om and was treated with a non-bsc aspiration catheter and an angiojet. Next, three liberte bare metal stents were placed in the svg to om (distal was placed a 4.0x32mm and proximal was placed a 3.50x20mm and a 3.5x12mm). No further patient complications were reported.